Manufacturer narrative:
Na

Event description:
It was reported that due to anatomical variances, it was not possible to keep the lead in place. The lead was repositioned twice, but kept changing positions. The lead was explanted and replaced.